Manufacturer narrative:
The bec (beckman coulter) fse (field service engineer) found a damaged (charred) pcb (printed circuit board) on the customer's au2700 clinical chemistry analyser. The customer spilled hcl into the analyser which caused the pcb to short circuit and produce the damage observed. The fse replaced the pcb to resolve the issue and no further issues were reported. This clinical chemistry analyser complies with the "csa c22.2 no. 1010.1" electrical equipment safety standard and requirements. The product incorporates design elements, that afford the necessary protection, as specified by the referenced safety standards for laboratory equipment such that the metal enclosures. (B)(4).

Event description:
On the 30-aug-2016 the customer reported a hcl ( hydrochloric acid) spill into their au2700 clinical chemistry analyser. The liquid spill caused a pcb (printed circuit board) to short circuit in the analyser . This resulted in smoke and burning smell omitted from the analyser. The bec (beckman coulter) fse (field service engineer) also identified charring on the pcb. No erroneous results were reported and no exposure to the operator was reported. The fire department was not called.